Event description:
On (B)(6) 2012, the customer reported the device was beeping and displayed an error/service message. There was no report of pt involvement or adverse pt impact. On (B)(6) 2012, the philips field service engineer (fse) clarified the symptom to be that the device displayed shock equip malfunction inop and the status log contained entries of "therapy pcb (autotest)" and "charge/shock failure - therapy pcb (autotest)". This is indicative of a condition that would impact the delivery of therapy.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported the device was beeping and displayed an error/service message. There was no report of pt involvement or adverse pt impact. On (B)(6) 2012, the philips field service engineer (fse) clarified the symptom to be that the device displayed shock equip malfunction inop and the status log contained entries of "therapy pcb (autotest)" and "charge/shock failure - therapy pcb (autotest)". This is indicative of a condition that would impact the delivery of therapy. The fse evaluated the device and replaced the therapy pca to resolve this issue.